Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dr. (B)(6) in (B)(6) called stryker to report that he has an accolade stem that allegedly broke at the head neck junction. It has not yet been explanted so he did not have additional details. He was made aware of this by the radiology group who imaged the patient for pain. He reported that she is an overweight woman with a history of schizophrenia.

Manufacturer narrative:
Corrected information has been provided in the following sections: device not returned. An event regarding a crack/fracture of a accolade stem was reported. A photo of the explanted stem was available, visual inspection of this image confirmed a stem fracture. Method & results: visual inspection: a visual inspection was carried out of the provided photo of the implant. This noted that the trunnion of the stem had fractured into two pieces. Bony on growth was also noted on the coated surface of the stem. Indent damage was noted on the body of the stem which may have been caused by ex plantation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
Dr. (B)(6) in (B)(6) called stryker to report that he has an accolade stem that allegedly broke at the head neck junction. It has not yet been explanted so he did not have additional details. He was made aware of this by the radiology group who imaged the patient for pain. He reported that she is an overweight woman with a history of schizophrenia.